Manufacturer narrative:
The end user stated she has a pressure injury, but roho, inc. Has no information available to make a determination of the extent of the alleged injury. The cushion was not returned to roho, inc., so an evaluation could not be performed. The final acceptance records for the cushion were reviewed and confirmed that it was built according to the device master record. The end user stated she continued to use th cushion fro 2 months after noticing a problem the ration manual for th cushion states the following: "warnings: skin/soft tissue breakdown can occur due to a number of factors, which vary by individual. Check skin frequently, at least once a day. Redness, bruising, or darker areas (when compared to normal skin) may indicate superficial or deep tissue injury and should be addressed. If there is any discoloration to skin/soft tissue, stop use immediately. If the discoloration does not disappear within 30 minutes after disuse, immediately consult a healthcare professional. Warnings: do not use a product that is underinflated or overinflated, because 1) the product benefits will be reduced or eliminated, resulting in an increased risk to skin and other soft tissue, and 2) the individual may become unstable and vulnerable to falling. Carefully follow the instructions for inflation, placement and hand check. If the product does not appear to be holding air, or if you are not able to inflate or deflate the product, see "troubleshooting". Immediately contact your equipment provider, distributor, or customer support if the problem persists." If additional information is provided, a follow-up report will be submitted.

Event description:
The end user stated that she had been using the cushion for about 1.5 years without a problem. Then, it became difficult to add air to the cushion and, after air was added, she would have to add more air a day or two later. She stated that she got the pressure injury 2 months after noticing the problem. The end user stated she had no other changes in equipment and kept her cushion in her wheelchair or the trunk of her car while driving. She does use the cover with the cushion. She is unsure of the cause of the leak. The end user said she is currently in in-patient rehab to recover from the pressure injury surgery.